Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery of both components due to subsidence.

Manufacturer narrative:
The reported event could be confirmed, based on available medical records and medical expert¿s assessment the device inspection was not possible as the product was not returned for investigation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Upon further investigation of the CT scans by healthcare professionals the following was observed ¿radiolucency and cyst formation around the whole tibial implant that has subsided and migrated. It is definitively loose. No significant bone changes at the talar side.¿ based on investigation, the root cause was attributed to a patient related issue. Cysts present around the tibial component change the physiology resulting in change in implant¿s orientation and contributed to failure. If device is returned or any further information is provided, the investigation report will be reassessed.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery of both components due to subsidence.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report. H3 other text : device remains implanted in patient.